Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check syringe flange sensor. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event. Device investigation: one smiths medical medfusion pump was returned for analysis with the top case cracked down from tubing guides and the right plunger case cracked. During analysis, the reported issue was duplicated. It was noted that the opto coupler was inoperable, service replaced it and replaced the ear clip as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.